Event description:
It was reported that the patient presented in-clinic experiencing muscle stimulation. The pulse generator was found in backup mode. After a device download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.